Event description:
A patient injury may have occurred while he was using a microaire carpal tunnel release system instrument. Dr reported he may have "nicked the nerve in the hand of the patient." The patient had reported pain and numbness in the hand, and dr. Had scheduled follow up evaluation. Multiple attempts were made to contact dr for further details. No response was received from attempts made 4 times in 2005.